Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). The fse found encoder transition sequence not correct and made a minor adjustment to the encoder to bring to the correct sequence. The z baseline offset was updated and a field service check list was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and suspected to have vertical gas breakthrough (vgb) on the right (od) eye and experienced difficult lifts/thin flaps. The doctor did not attempt to lift. Photorefractive keratectomy (prk) followed by excimer treatment completed for both (ou) eyes. Pt doing well post-operatively, still healing from prk. Patient was 20/20 one day post op.